Manufacturer narrative:
No product was returned and review of the device history record was not possible since the lot number was unavailable. The cause of the reported event remains unknown.

Event description:
The following case was described in an abstract reported at the 42nd medical congress of the japanese society for cardiovascular surgery. An amplatzer septal occluder (size unknown) was attempted but embolized into the right ventricle. The aso was surgically retrieved. Limited details were reported and the event date is unknown.